Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported discrepant results with the alinity m sars-cov-2 assay. The customer reported sample ID (sid) (B)(6) tested negative on (B)(6) 2022 with an fcn of -1. The patient had tested positive five days in a row and had been very sick. Therefore, the patient believed their negative result was false. There was no reported impact to patient management.

Manufacturer narrative:
Updates: add lot number which was unavailable until elevated complaint investigation was performed. Additionally added the expiration and manufacturing dates for the updated lot number. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Pcr tests have a greater sensitivity when comparing to antigen test, therefore the results may not be reproducible between the two testing methods. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 528026 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review. The device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 528026 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 528026 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review. A lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 528026. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 528026 was not identified.